Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, preventing the user from sliding to unlock, while the pump continued delivering therapy and remained connected; the device had no reported prior damage and a replacement was arranged via overnight shipment. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included remote triage and logistics for replacement, with plans to evaluate the returned device. Investigation of this case revealed a suspected touchscreen or user interface malfunction affecting the display input component, with the specific root cause not yet determined pending device analysis. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending evaluation.